Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was evaluated and scheduled for replacement. No conclusion can be drawn as conclusion repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system exhibited collimator errors, allow fluoroscopic exposures, and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.